Manufacturer narrative:
A complete analysis and testing of 8 opened and used reservoirs showed that they functioned properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm during manual prime. Customer's blood glucose at time of incident was unknown mg/dl. The customer reported the alarm was resolved by a reservoir change. The customer was unable to troubleshoot because she did not know who to call. The customer was advised to change complete set as soon as possible. The customer doesn't want to return the set for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot.